Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he had experienced a hypoglycemic event. Patient claims that cgm was reading inaccurately on the evening prior to incident. Patient's wife found patient unconscious and called paramedics. She attempted to administer glucogel. Upon arrival, paramedics administered glucagon. Dexcom requested data download from patient's receiver for investigation. No data had been received by dexcom at time of this report. At the time of his call to technical support, patient reported being in fine condition.